Event description:
It was reported the device was used during an unk procedure. It was reported the 355sd was leaking co2. Another 355sd was opened to completed the procedure. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: desufflation lever condition, inner gasket condition, and stopcock condition, conforming; outer gasket condition, and sleeve condition, nonconforming. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the inquiry info and visual examination, it was confirmed that the rpt'd "355sd was leaking co2" was due to a torn outer gasket. No conclusion could be reached as to how the gasket had become torn. Co reviews each incidence as it occurs in an effort to continuously improve co's products and processes.